Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd bbl¿ macconkey ii agar has been found experiencing 12 occurrences of contamination. The following has been provided by the initial reporter: contamination was observed immediately upon arrival. Product was being loaded into fridge when several plates were seen to have gram negative bacteria growing on several plates across all different pack and boxes.

Manufacturer narrative:
H.6 investigation summary: complaint investigation. During manufacturing of material 221270, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1305274 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and four other complaints have been taken on this batch for contamination. Retention samples from batch 1305274 were not available for inspection. One photo was received for investigation. The photo shows the bottom of two plates from batch 1305274 (time stamp 0937) with bacterial growth in each plate next to an opened, partial sleeve from batch 1305274. No return samples were received for investigation. This complaint can be confirmed. A trend was identified for contamination and investigation found opportunities for bioburden reduction in the manufacturing process. Additional trainings are planned with an ongoing training review for cleaning processes. Bd will continue to trend complaints for contamination. Risk management file review assessed the potential risk for the defect as severity 1 per baltrmppmselectiveaph, rev 02, ID 6.13.

Event description:
It has been reported that the bd bbl¿ macconkey ii agar has been found experiencing 12 occurrences of contamination. The following has been provided by the initial reporter: contamination was observed immediately upon arrival. Product was being loaded into fridge when several plates were seen to have gram negative bacteria growing on several plates across all different pack and boxes.